Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.037.004, lot 15-4087: manufacturing site: selzach. Supplier: leitner ag. Release to warehouse date: december 14, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the positioning spring on the centering attachment body for the hollow reamer d16mm cannulated is missing as complained because the laser weld broke. A dimensional inspection is not appropriate as the complaint cause is the broken laser weld on the missing positioning spring. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The received condition agrees with the complaint description; the complaint therefore is confirmed. The bore in the centering attachment body for the hollow reamer d16mm cannulated shows remaining laser weld what shows that the laser welding step was conducted during manufacturing. A manufacturing conclusion cannot be determined as the small spring measuring only 1mm in diameter was not received for investigation. Furthermore, no information could be obtained about when and where the damage occurred. The device history record (DHR) review shows that the device met fully to our specifications at the time of manufacturing in december 2015 and there were no issues that would contribute to this complaint condition. We are not able to determine the root cause for this complaint, but it is likely that a mechanical overloading situation led to the breakage. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4 d9 h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during surgery that the centering mechanism came off from the drill bit and wouldn't lock onto the drill bit. The surgery was completed successfully without using the centering mechanism with a thirty (30) minute delay. After the surgery, it was discovered that the locking part of the centering mechanism had came off. This report is for one (1) 16mm cannulated hollow drill bit. This is report 1 of 1 for pc (B)(4).